Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated they did not press a down button for 3 minutes or longer. Customer stated he was on an airplane at the beginning of july but had since changed the battery in the insulin pump. The customer was advice to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device responded to button presses. No unresponsive button noted during testing. During visual inspection, found the keypad connector on electrical board 1 was properly locked. No damage to the keypad assembly noted. Device passed displacement test and self test.